Event description:
On (B)(6) 2009, the pt was implanted with a spectra penile prosthesis (spp) device. On (B)(6) 2010, a cylinder was repositioned. On (B)(6) 2011, the entire device was removed, reason for explant was not provided. Ams has requested additional info.

Manufacturer narrative:
If add'l info becomes available regarding this event, a follow-up report will be sent.